Event description:
Endoleak (type ib): a palmaz stent (cordis) and an excluder cuff stent (gore) had been implanted peripherally from the anastomosis of the elephant trunk with an artificial graft. As the excluder cuff stent, which was implanted peripheral of the palmaz was dislodged from overlapping with the palmaz stent, the relaypro was used for additional treatment. However, the first stent portion of the relaypro could not pass through the stenotic portion of the palmaz stent, so the relaypro was placed peripheral side to the stenotic portion as a compromise. A small amount of type 1a endleak was observed from the central portion of the device, and type 1b was also observed because the size of the relaypro was 26 mm, which was undersized for the peripheral vessel size. Since a larger device could not be used due to access difficulties, a zenith alpha (28 mm, 28-28-200, cook medical) was additionally implanted centrally beyond the stenotic portion of the palmaz stent. Final angiography showed resolution of the central endoleak. However, a type 1b endoleak remained in the peripheral portion due to undersizing of the device, and the procedure was completed. Operation type: tevar, blood loss: amount is unknown. Ancillary device: zenith alpha (28-28-200, cook medical), no image available, pre-case plan available, additional information available: (B)(4). Patient outcome: "no health damage to the patient."

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.